Manufacturer narrative:
The resistive heating coil received heat which caused the coil to detach and the adhesion to the melted outer sheath. The device positioning unit (dpu) passed electrical testing. It has been confirmed that the coil was detached inside the introducer sheath. The event was confirmed as reported; however, per the end user, the event is caused by user error. There were no additional anomalies discovered during analysis. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.

Event description:
The cashmere coil was accidently detached while still in the hoop during the ¿pre-test¿. This coil did not come in contact with a patient in any way.this mistaken detach appears to be an obvious mistake on the part of the tech. The coil is being returned to ensure that there is no other issue with this device. All subsequent coils were implanted; and deployed without issue.